Event description:
It was reported that devices from the same batch had incidents that happen on (B)(6) 2025. First tracheal tube balloon was inserted the balloon deflated suddenly on the ventilated patient and the medical team had to reintubate and upon prior check of the second device the balloon had the same issue, and it deflated as well. The medical team had to get a third device tube from the ICU to intubate the patient. On (B)(6) 2025, 1 piece of the cuff deflated several times. The operator of the device was a health professional. There was patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. D9: date returned to mfg; 10/21/2025. Device evaluation: two used devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed and the root cause is unable to be determined.

Manufacturer narrative:
B1 - adverse event/product problem, b2 - outcomes attributed to ae and h1 - type of reportable event; correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.